Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received bedside monitor xprezzon model 91393 for service repair with customer complaint of device failure during use. The customer removed the product from service on (B)(6) 2015. No injury was reported for this event.